Manufacturer narrative:
The fse reported confirmed no patient involvement. The fse replaced the da to mc cable per z-2061-2017 to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed vent inop occurrence. The customer reported there was no patient harm.